Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma these are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "implant rejection," hematoma, cyst, and seroma-late. Device remains implanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "implant rejection," hematoma, cyst, and seroma-late. Device remains implanted.